Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited difficulty converting the arrhythmia experienced by the patient. This device is expected to be evaluated further in clinic at a future date. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested from a local representative to obtain the serial number and implant date of associated device. This report will be updated should this information be obtained.